Event description:
The customer contacted baxter's service center regarding ending therapy on the homechoice (hc) during use. The home patient (hp) stated that the heater bag disconnected from the line. The technical service representative (tsr) assisted the hp in ending therapy. The hp was to restart with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The caregiver (cg) contacted product surveillance regarding the connection issue. The cg stated that the connection issue occurred early in therapy. She heard a leaking sound and checked the homechoice (hc). She stated that the heater bag had disconnected from the heater line and that they were leaking. The cg stated that she aseptically disconnect the home patient (hp) from the hc and turned the hc off. The cg stated that she connected the bags by hand and even twisted the line clockwise as directed. She stated that the bag was not difficult to connect. The hp stated that no damage was noted on either the line or the bag. The cg stated that they set up the hc with new supplies and were able to perform peritoneal dialysis with no difficulties. The hp did not know the lot numbers. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional relevant information becomes available.